Event description:
Per cnss communication: "after seeing the pt over the holiday weekend, one pump is displaying downstream occlusion alarm intermittently. Pt's pump she was wearing had been working just fine and during the two-hour visit, pump continuously ran without issues. Pt reported that her daughter had the broken pump so I was unable to inspect the pump personally. Pt will need a backup pump sent to her immediately to her home address below. Also, can you please send dressing change kits with betadine, pt has had a reaction to chlorhexidine and reports itching. As well as the option of mepilex border self adhesive dressing." Pump serial number: (B)(6). No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. IV remodulin pt via cadd solis pump. Current dose: 72ng/kg/min. Did the reported product fault occur while in use with a pt? - yes; did the product issue cause or contribute to pt or clinical injury? - no; is the actual product available for investigation? - yes, upon return did pharmacy replace product? - yes; did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - resolved.